Manufacturer narrative:
H.6. Investigation: two photos were received and evaluated. The photos depict a shelf carton with batch #6299512 (p/n 305270) and a single package with only top web visible with unidentifiable batch and part number. No samples or photos of reported defective product were provided for evaluation. No representative samples from the same batch were provided for evaluation. Therefore the reported defect could not be confirmed. The reported defect was not identified in the samples received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that eight bd¿ integra syringes were leaking at the needle during use.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that eight bd¿ integra syringes were leaking at the needle during use.

Manufacturer narrative:
Correction: in the previously submitted MDR, brand name and type of reportable event were incorrectly referenced as the medical device expiration date and device manufacture date. This supplemental MDR is being submitted to correct those references to show the following: medical device expiration date. Device manufacture date.

Event description:
It was reported that eight bd¿ integra syringes were leaking at the needle during use.